Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue implant procedure on (B)(6) 2022. During the implant procedure, the physician believed the rectal wall was fat. The hydrogel was injected in the transverse view, where it was clearly in the rectal wall. No patient complications occurred. The patient's outcome was not reported. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.